Event description:
A device report from (B)(6) indicated a hospital in the (B)(6) reported: patient experienced a fall from stairs on (B)(6) 2012 and suffered a sub capital humeral fracture. Patient was implanted with philos plate and 11 screws on (B)(6) 2012. In (B)(6) 2012 patient suffered injury; arm got stuck and upper arm rotated. X-ray on (B)(6) 2012 showed 4 distal screws were broken and no consolidation of the humerus shaft was perceptible. The sub capital fracture had healed and an aterophic pseudoarthrosis of the fracture had developed. On (B)(6) 2012 plate was removed and replaced with a multiloc nail. This is 6th of 6 reports for this event.

Manufacturer narrative:
Additional information received. Explanted hardware was returned for investigation. Originally it was reported that 4 screws had broken postoperatively. Upon receipt of hardware, it was determined that 5 screws had broken postoperatively. This report is being submitted on the 5th screw. The other 4 screws were previously submitted on (B)(4) 2012 with a total of 5 reports (1 plate, 4 screws). The 5th screw makes this the 6th report on this event. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Note: this device is used for treatment. Blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the broken screws were checked as far as measurable using a sliding caliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The yellow anodized screws are made of pure titanium. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical compositions, microstructures and mechanical properties of the screws were in compliance with the international standards iso 5832-2 and (B)(4) for implants made of (B)(4). (B)(4). The examination of the manufacturing papers and the metallographic examination showed no deviation from normal conditions or rather any irregularity of the production process. When examining the fracture surfaces of the screw heads and the screw shafts by scanning electron microscopy 'sem' the initial fracture areas and the fracture behavior could be identified. The primary crack initiation started at one side and ran through the material. A secondary crack initiation zone is documented on the opposite side of the primary crack initiation zone which indicates double sided dynamic loads. Patterns of ripples or fatigue striations were observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Furthermore the topography of the fracture surfaces showed a mixed fracture with structural breakage appearance and dimples. The areas with dimples on all screws correspond to the residual forced fracture zone. Sem observations and findings showed that the screw failures were caused by fatigue and overload. The failure of the investigated screws was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize double sided, dynamic bending moments for a large number of cycles, which finally led to their failure. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.